Event description:
The customer reported an uncontained diluent leak of about .5 ml from a coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/03/2015 and found a plug in the differential (diff) sample line between diff shear valve cvl85/126 and the diff mix chamber that caused the leak. The fse replaced the plugged line and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(6).